Event description:
It was reported the patient's wound from a recent surgical procedure was failing to heal. The physician elected to explant the peripheral lead due to the risk if infection. Swabs and cultures were ordered, the results are unknown at this time. Follow-up is pending.

Manufacturer narrative:
Method: the device history and sterilization records were revised. Results: the final package level review noted a non-conformance. Package level - step 1090 foreign metal in tray (replace). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.